Event description:
It was reported that the device was found to be in backup vvi mode. The device was explanted and replaced when eri was reached.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation: the reported backup vvi was confirmed in the laboratory and was due to numerous high voltage charges that occurred during a short period of time.